Event description:
During admin of conscious seduation in two incidents. The port on the injection site "collapsed". Blood and fluids leaked out. No pt injury. The set was changed which is a nursing intervention. Access was made with a needleless syringe. In both incidents, the injection site was located closest to the primary site of the IV catheter. Stopcocks were not used with either incident.